Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. It has been confirmed that the device was discarded by the account.

Event description:
During a vertebral augmentation procedure, the handle of the introduction needle broke while inside the patient. An incision was made to remove the needle. The procedure was completed using back up equipment.